Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that the vns patient¿s generator could not be interrogated during an office visit on (B)(6) 2014. Two programming systems were used and both were unsuccessful in communicating with the patient¿s device. The wand battery was replaced but the communication issues were not resolved. The programming systems were able to communicate with other patients¿ devices without any issues. The patient had a follow-up appointment five days later and the patient¿s device still had communication issues. The last diagnostic test was performed on (B)(6) 2013 and showed no low battery indicator. A battery life calculation using the available programming history showed approximately 0.28 years until eri = yes. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted device has not been returned to the manufacturer to date. An implant card was received indicating that the generator replacement surgery was due to battery depletion; however, the neurologist stated that the failure to interrogate was due to battery depletion or a device malfunction. A battery life calculation using the available programming history revealed approximately 0.28 years until eri = yes.

Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on 08/26/2014. Analysis in the pa lab determined that the device¿s failure to program was related to an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.